Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 due to acute decompensated heart failure. While the patient was admitted, it was noted that the patient's controller had some wear and tear on the black power cable. The patient passed away due to a stroke on (B)(6) 2022. A non-contrast helical computed tomography (nchct) was performed revealing a larger left temporal intraparenchymal hemorrhage. Unfortunately, given the size of the hemorrhage and the degree of herniation, even aggressive medical management would be unable to change the outcome. Related manufacturer's report number for controller: 2916596-2022-10398.